Event description:
The customer reported the screen color is distorted, high contrast. Given that the customer has described this issue as distortion. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.